Manufacturer narrative:
The customer reported complaint for the autopulse platform stopped compressions was confirmed during archive review and not during initial functional testing. However, the platform was tested with large resuscitation testing fixture, (lrtf) equivalent to the 250-pound patient and failed with user advisory (ua) 17 (max motor on time exceeded during active operation) confirming defective drive train motor. Visual inspection was performed and found no physical damage to the autopulse platform. Review of the archive data indicated user advisory (ua) 17 errors occurred on the reported event date, thus confirming customer complaint. After replacing the defective parts, the platform was further tested with large resuscitation testing fixture, (lrtf) equivalent to the 250-pound patient and passed all functional testing criteria and met all required specifications. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for autopulse platform sn (B)(4).

Event description:
During patient use, a customer reported that the autopulse platform stopped compressions and power off by itself. Per customer, the platform stops working with multiple known good batteries. There were no errors reported. No known impact or patient consequence was reported. No additional information was provided.